Event description:
It was reported that during a ureteroscopy procedure, the fiber used had a break near the tip end. The procedure was completed using another fiber. There were no patient complications. This complaint is for the second fiber.

Event description:
It was reported that during a ureteroscopy procedure, the fiber used had a break near the tip end. The procedure was completed using another fiber. There were no patient complications. This complaint is for the second fiber.